Manufacturer narrative:
The device was returned. It was noted that, distal end had scratches. Adhesive around the lenses was worn out. Charge coupled device lens was chipped and had scratches. Light guide lens was chipped and was polluted. Angulation in the up direction was out of standards due to wear of the angle-wire. The adhesive part of bending section cover was broken. The adhesive of the bending section cover was discolored. There was crumple at the connecting tube. The coating at the connecting tube was peeled off. Insulation resistance at the tip was out of standards due to scratch of distal end cover. Liquid leaks were noted due to worn out switch. Suction cylinder was deformed. There was pin hole on switch one (1). Switch three (3) was damaged. The universal cord was crumpled. Light guide connector was damaged. Air/water cylinder was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the colonovideoscope exhibited reduced angulation. There was crease at the insertion part. The failures were found during preparation for use for an unknown procedure. The device was returned, and an evaluation revealed, presence of foreign material which caused blockage of channel. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Event description:
It was further reported, the intended procedure was diagnostic.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no physical damage of the detection point of the foreign material was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.